Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted via the femoral artery. While the md was inserting the iab through the sheath, the membrane began to unwrap and the catheter got stuck in the sheath. As a result, the iab was removed from the sheath and the md requested another iab. There was no reported patient complications. Reference medwatch 1219856-2008-00138 for the second event involving the same patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.